Event description:
It was reported that dr. Indicated malfunction. The doctor tried to remove the mount, but it did not come off and the implant body was removed. It has been treated and is not re-embedded. Scheduled to be embedded at a later date. No health hazard. Malfunction, does not come off the mount. Tooth site # 30.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) 3i t3â® ex hex parallel walled implant 4 x 10mm (boes410) was returned for investigation. Visual evaluation of the as returned product identified damage mount and drive feature of the mount. Unable to separate. Functional testing to recreate the reported event, verified the devices do not disengage. Additionally, the coob could not be verified. Pre-existing conditions noted on the per was moderate bone density (type ii), bruxism, clenching, malocclusion. The reported device was located on tooth # 30 (universal) and was placed and removed on the same day. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2018070989). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018070989) for similar events and no other complaint was identified. July post market trending was reviewed and there were no actionable events or corrective actions for the reported event. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. Additionally, the coob could not be verified as the product was used, and the conditions when it was received are unknown / non-verifiable. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes.